Event description:
2004 13:00hrs noted alfentanil pump hold button lit up, no one had pressed it. Staff nurse pressed run button, light on pump pt display went out. Checked volume infused, none had been infused for an hour but pump had not alarmed. Icp had been elevated on and off but more so for the past hour. Doctor informed and treatment given. Once it was known that the pt had had no alfentanil for 1 hour a bolus was given by the doctor icp improved slowly. Pump taken off and replaced. No reported long term pt injury.